Event description:
It was reported that during an anterior resection procedure, the surgeon fired on the colon, and the device did not open and release the tissue. They used another device to cut on either side of the device that was stuck on the tissue. The ends were stapled and they continued with the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.